Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot 0012063625); product type: 0195-heart valves; implant date n/a; explant date n/a updated: d6b, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, the patient experienced loss of consciousness and low blood pressure prompting an emergency tavr. During the procedure, expansion was performed during insertion of the delivery catheter system (dcs). Subsequently, damage to the dcs was observed. Hemostasis became difficult so a request was made for the surgery department to perform a left femoral arterioplasty. 1 day following the tavr procedure, an emergency head magnetic resonance imaging (MRI) was performed, revealing multiple cerebral infarctions. During a catheter-based examination, the patient¿s heart rate began to decrease, and cardiac arrest occurred. Resuscitation was performed, and the patient was intubated. The examination was discontinued. 3 days following the tavr procedure, hemodynamic improvement was minimal, and the patient began dialysis. Ventricular tachycardia occurred, and defibrillation was performed. 7 days following the tavr procedure, the patient suddenly went into ventricular fibrillation and died. The cause of death was reported as congestive heart failure (chf) and end-stage renal failure.